Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: integrated multimodal imaging for transvenous transpulmonary atrial pacing lead implantation in fontan patient. Jacc case reports. 2025. 30:105286. Doi: 10.1016/j.jaccas.2025.105286. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had developed protein-losing enteropathy (ple) owing to low cardiac output from bradycardia and lack of atrioventricular synchrony after ventricular pacing lead failure. The authors described a patient who presented to the emergency department after they had an event of near syncope and a fall while walking, with associated visual aura, fatigue, lightheadedness, and emesis. Pacemaker interrogation showed high pacing impedance on the epicardial right ventricular (rv) lead with no sensing or capture. The epicardial right atrial (ra) lead had also failed with a fracture confirmed via chest x-ray. The leads were capped and replaced. No additional adverse patient effects or product performance issues were reported.